Event description:
It was reported that the device , still in the box, was unable to establish rf telemetry. The device was not implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of no communication was verified in the laboratory. The device was tested on the bench and the device could not establish rf telemetry due to a crc error. Inductive telemetry was normal. (B)(6).